Manufacturer narrative:
This report is filed on june 28, 2018.

Manufacturer narrative:
This report is submitted on june 04, 2018 by cochlear limited on behalf of (B)(4). Exemption number e2016011. - attachment: [116726 - device analysis report reg.pdf]

Event description:
Per the clinic, the patient experienced pain, non-auditory sensations and discomfort with device use following an MRI (tesla strength unknown). A CT revealed possible electrode displacement. Subsequently, the device was explanted on (B)(6) 2018 and the patient was reimplanted with a new device during the same surgery.